Manufacturer narrative:
The device subject of the reported event was returned to hu-friedy for evaluation. Evaluation found that the breakage may be due to dropped, or misused insert. The reprocessing of hu-friedy dental hand instruments and accessories states "inspect all instruments after the cleaning and rinsing step for corrosion, damaged surfaces, and impurities. Do not use damaged instruments." The device history record for the subject lot was reviewed and no abnormalities were noted.

Event description:
During a dental procedure, the instrument's tip broke in the patient's mouth. The patient swallowed the tip and was sent to the hospital to have it removed with surgery.